Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing beeping from the implantable pulse generator (ipg) and feeling the device move during exercise. The device remains in use. No patient complications have been reported as a result of this event.